Event description:
Contacted company regarding operation issues. Ordered new power supply board. Rptr was notified that because company had been sold, that there would be 2-3 week lead time. The ship date came and went with no parts arriving. From that point on, everytime rptr contacted company they were told 2-3 weeks. As of todays date parts still have not arrived and rptr was told again it would be 2-3 weeks.